Event description:
The customer reported approximately fifteen (15) milliliters of fluid overflowed from the baths and partially spilled onto the counter top involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Beckman coulter customer technical support instructed the customer to replace the tubing on the pump module pm1, bleach the bath drain lines, and straighten the kinked tubes at valves lv14 and lv15. The baths drained normally and system startup and control were acceptable. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).